Event description:
It was reported that the patient had twiddler's syndrome, which caused the left ventricular lead pacing impedance to increase. A chest x-ray revealed lead migration; the right ventricular and left ventricular leads were slightly retracted and tangled. The left ventricular lead was reprogrammed, and both leads remain in use. The patient was a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient experienced phrenic nerve stimulation due to the left ventricular lead. The lead also had elevated threshold, and non-capture and intermittent capture. The lead was reprogrammed to resolve the stimulation, however a later interrogation then showed intermittent capture resuming so the lead was reprogrammed again because the patient was more comfortable at the initial setting. An epicardial lead placement is being discussed.